Event description:
The resident was too far forward to recline. The resident leaned forward to scoot back. The bath aide heard a loud noise. There was no harm to the patient. The tub would not recline or go forward at that point. When the co was notified, they stated, "we thought those tubs had all been pulled (recalled)." Repairman was sent within a few days and the tub was repaired.